Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact as a result of the event. Additional information was received stating that bearings were detached found in analysis.

Manufacturer narrative:
H3:product analysis: evaluation determined that defective was confirmed. The likely cause of failure is due to a detached distal bearing. It was also noted that the color band was faded, tube spacers were warped and the tube was worn. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.